Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5 functional tricuspid regurgitation (tr) and thin leaflets for a triclip procedure. During the procedure, imaging was challenging. One triclip was implanted posterior septal commissure 1 and second triclip was implanted at posterior septal commissure 2. The tr was reduced to grade 3. On (B)(6) 2025, it was observed that second triclip had single leaflet device attachment(slda) from posterior leaflet. The tr increased to grade 4. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient morphology/pathology due to thin multiple leaflets (five) and small areas to grasp. The reported poor image resolution was due to procedural conditions. The reported patient effect of recurrent tr appears to be related to the slda. Tr is listed in the instructions for use as a known possible complication associated with triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention/treatment was provided. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5 functional tricuspid regurgitation (tr) and thin leaflets for a triclip procedure. During the procedure, imaging was challenging. One triclip was implanted posterior septal commissure 1 and second triclip was implanted at posterior septal commissure 2. The tr was reduced to grade 3. On (B)(6) 2025, it was observed that second triclip had single leaflet device attachment(slda) from posterior leaflet. The tr increased to grade 4. There was no clinically significant delay. No additional information was provided.